Manufacturer narrative:
(B)(4). The subject mr290hfv vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in canada reported via a fisher & paykel (f&p) healthcare field representative, that an mr290hfv autofeed humidification chamber was found leaking water during setup. There was no patient involvement as the issue was found whilst the device was not in use on a patient.